Manufacturer narrative:
The pump passed the self test, sleep current measurement, active current measurement, and the displacement test. Power error detected alarm due to j6 connector resistance issue. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had a power error detected alarm. The customer¿s blood glucose was unknown. Over the past 2 days there was power energy detected alarm and after looking into alarm history every 4 hours there was the same alert. The troubleshooting steps were provided for the power error detected. The customer was advised the process should resolve the power error detected condition. The insulin pump will be returned for analysis.